Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: one spring wire guide (swg) was returned for eval. The returned swg was unraveled at the proximal end and sharply kinked approx 30 cm from the distal j-end. Upon microscopic examination, the core wire was found broken adjacent to the proximal weld. The proximal weld remains attached to the coil wire; distal weld is intact. No pieces appear to be missing. The products' instructions for use describe suggested techniques to minimize the likelihood of swg damage during use. The instructions caution that withdrawing the swg against the needle bevel or use of excessive force during removal could damage or break the wire. The reported complaint of swg unraveling was confirmed through visual inspection of the returned sample. The potential cause could not be determined based upon the sample and info provided.

Event description:
It was reported that "wire was not removable until it breaks."